Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative there was battery shocking when walking around and still felt it even after the adaptivestim was turned off. The issue was identified when the patient came in for a reprogram and described the shocking feeling as "getting zapped." The impedances were checked and all were within normal range. The patient was scheduled for a battery replacement to see if that would solve the issue. An xray was taken and showed the lead had only migrated down 2 electrodes. Surgical intervention was planned, but was not scheduled; however, it was also stated the patient was scheduled for a battery replacement to see if that would solve the issue.. The patient's medical history showed the patient was burned by an MRI machine during a scan. The patient outcome was reported to be alive with no injury. The indication for therapy was lumbar radiculopathy and spinal pain.

Event description:
Additional information received reported that the leads were not replaced but the ins was replaced on (B)(6) 2016. The patient was getting some shocking at home; the doctor believed that it was due to some electromagnetic interference. No diagnostics were done by doctor to reach that ¿guess.¿ doctor decided to replace the battery to resolve the shocking issue. The battery had been returned by rep for analysis just to make sure there were no device issues. The MRI burn was unrelated to devices as it occurred a long time before the patient had the devices implanted. Patient had pain due to that burn; therefore, the scs system was implanted for the pain. The representative had not heard anything from the hcp or the patient since the ins replacement assuming everything is fine. The patient did have a follow up appointment in next couple of weeks. If additional information is received, a follow-up report will be sent.